Event description:
Pt had bilateral subcutaneous mastectomies with implantation of silicone mammary prosthesis done on 1/28/83 for severe fibrocystic disease and a strong family history of breast cancer. She did well until 10/93 when she was involved in an auto accident, suffering significant trauma to her chest from the seatbelt. She sustained a rupture of the left mammary prosthesis and required removal of it on 10/26/93. Recently on a routine follow-up to the surgeon, it appeared that she suffered, on clinical grounds, a ruptured right breast implant. This was confirmed by MRI. On 6/7/95 she underwent removal of the right breast implant. At time of surgery a ruptured right breast implant was encountered. It was evacuated. The material was removed. The pt had elected pre-operatively not to have a capsulectomy. The capsule was scrubbed and all gross silicone material was removed. The implant looked crystal clear and the silicone which was removed looked crystal clear. Another saline silicone implant was used as replacement. The post-op diagnosis was delayed traumatic rupture of the right breast implant related to the auto accident of 1993.